Event description:
It was reported that patient presented with suspected premature eri and extended charge time. Patient also received multiple shocks. Session records revealed that the battery voltage quickly dropped over the course of 9 months. The device was explanted an...

Event description:
It was reported that patient presented with suspected premature eri and extended charge time. Patient also received multiple shocks. Session records revealed that the battery voltage quickly dropped over the course of 9 months. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to excess current drain. The device was tested using automated test equipment and the excess current was traced to an anomalous capacitor in the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.